Manufacturer narrative:
Section a4: weight: unknown/not provided section a5: ethnicity: unknown/not provided section a6: race: unknown/not provided section d6a: if implanted, give date: unknown; not provided. The extent of patient contact is unknown, therefore, it is unknown if the lens was fully implanted. Section d6b: if explanted, give date: unknown; not provided. The extent of patient contact is unknown, therefore, it is unknown if the lens was fully implanted or explanted. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient experienced blurry vision following an implantation of a single piece non-preloaded toric intraocular lens (iol) into the patient's left eye. The original iol was replaced with a dcb00 preloaded monofocal intraocular lens (iol) post radial keratotomy (rk) procedure. The event was observed during implantation/application. The device was discarded and not able to return. No further information was provided.